Event description:
An altitude alarm 21 was reported on the customer's pump, which was still under warranty. There was no reported impact to the customer¿s blood glucose level. Technical support planned to replace the pump, while the customer continued using their current pump to ensure uninterrupted insulin delivery.